Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that screw (uniht) fractured within the implant. Fractured screw piece was unable to be removed and implant was removed.

Manufacturer narrative:
A titanium hexed uniscrew (uniht) and osseotite® tapered implant 4 x 10mm (nt410) were returned for investigation. Visual evaluation of the as returned products identified that the screw had fractured across the threads. The implant had excessive bone on threads and wear markings. Damage identified on the collar of implant possibly from the removal process and the fractured screw piece was stuck inside the implant. The reported event could not be recreated due to the nature of the dental device and event (fracture). Pre-existing condition noted on the per is smoker. The reported device was located on tooth # 15 and was used for approximately 4 years, 3 months also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed for the uniht, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction with respect to the screw did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.